Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was difficult to open and there was tissue trauma. The surgeon converted to a laparotomy to correct the condition. The hosp has reported the pt's condition is satisfactory.